Manufacturer narrative:
Section d1-d10: corrected information.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a transient "red alarm" was not confirmed as it was not captured in the submitted log files. The provided information indicated that the alarm occurred approximately a month prior to the patient reporting the alarm to the vad team; the event log file did not capture data from the date of the reported event as the data had been overwritten by newer events. The submitted event log file contained approximately 7 days of data (28nov2019 ¿ 05dec2019 per the timestamp). The submitted periodic log file contained approximately 64 days of data (02oct2019 ¿ 12dec2019 per the timestamp). No notable alarms were active in the log files. The pump maintained a speed above or equal to the low speed limit throughout the log files. The account communicated that the alarm that the patient reported was unable to be determined, and that the patient remains without complaints. The patient was reeducated to monitor for alarms and report to the vad team immediately. The account also communicated that no product will be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was presented to clinic on (B)(6) 2019 with "read heart" alarms. The patient was unable to clarify specific type of alarm and the reason behind the alarm. The patient reported that after hearing the alarm his first action was to ensure his connections were secure, within in seconds he reported that the alarm resolved. The patient was unsure if thee green pump running symbol was illuminated or not. He reported that this occurred one month ago, when he was on wall power, however he was unsure. A lvad interrogation in office was conducted during clinic visit on (B)(6) 2019. Self-test passed and log files collected, external backup battery (ebb) was reseated as suggested, and the patient was reeducated to monitor for alarms and report to vad team immediately. No further information provided.